Event description:
A user facility reported to olympus that the olympus, model clv-190, evis exera iii xenon light source would not power on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The user facility reported that the problem was resolved and determined to be caused by use error. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. According to the email from the customer, the device will not be returned to olympus because the problem was found to be an operator error. Olympus will continue to monitor field performance for this device.